Event description:
It was reported by the patient that he thought we were missing a medical event that occurred between 2007 and 2009. Follow up with the clinic was conducted and the nurse confirmed that the lead had "moved" and a lead revision was conducted on (B)(6) 2007. The lead remained in use until (B)(6) 2010 when it was then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.